Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissor (mcs) instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The part returned was returned in damaged condition. The instrument returned with a broken input disk causing the instrument failed engagement. The instrument is unable to test on the in-house system as result. Additional observation(s) not related to the customer reported complaint were also identified: the mcs instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of logs showed two number of 22020 error codes indicating the instrument failed to engage. The instrument was retested and failed engagement on multiple attempts. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. As a result of broken input disk the instrument failed engagement on in-house system. Hairline cracks were found on grip input shaft #7. The instrument was found to have a dislodged flush tube.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon detected that the movements of the monopolar curved scissors (mcs) instrument was not carried out correctly. The instrument was removed from the robotic universal surgical manipulator (usm) and reinstalled with the same problem. The instrument was tested on another usm; however, the problem persisted. The surgeon decided to replace it with a backup instrument. No harm was done to the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.